Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device with 2 assessed, 1 fold flaw opening and 1 surgical damage. As per the investigation procedure particles, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side ¿replacement due to device rupture¿. Device has been explanted.

Event description:
Healthcare professional reported, a left side ¿replacement, due to device rupture¿. Device has been explanted.

Manufacturer narrative:
Continued: e.1:. Phone number: (B)(6). Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side ¿replacement due to device rupture¿. Device has been explanted and replaced.